Event description:
The complainant reported that the physician had performed the therapeutic procedure of placing a j-tube enteral feeding device in a pt (age and gender unknown) in 2004. It was reported that subsequent to the device placement, the j-tube detached from the connection port and migrated through the pt. The complainant reported that the j-tube was successfully eliminated by the pt through defecation. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a result of the reported problem. This j-tube was also reported to have detached from the connection port. Please reference attached medwatch report 6000048-2005-000, which documents the second malfunction that was reported to have occurred on this pt.